Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause and the outcome of the peritonitis was not reported. The patient was hospitalized for the peritonitis and another indication. During hospitalization the patient was initially on manual dialysis (capd) and was later switched to the cycler (date unspecified). On an unreported date, the patient began treatment for the peritonitis with intraperitoneal vancomycin (dose, frequency, and route was not reported). Four days after being admitted, the patient was discharged from the hospital. At the time of this report, dianeal therapy was ongoing. No additional information is available.